Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The legal manufacturer reviewed the contents of this complaint. The legal manufacturer reported that the root cause has not been identified. However, the legal manufacturer reported that the probable cause for the reported the color bar is displayed was as follows: since the malfunction was eliminated by cleaning the endoscope connector, it is highly probable that transmission failure occurred due to adhesion of debris or moisture to contacts of the endoscope connector, resulting in image malfunction. As the results of the DHR review, it was confirmed that there was no abnormality in manufacturing, concession, and variation.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The user¿s complaint was not confirmed. The sales rep reported that he was able to get color bars and he can see the menu but the scope image is not visible. To troubleshoot, he was asked to double check the maj-1933 and maj-1941 cable to make sure they were attached and not damaged. He stated that it is connected properly. When asked, he looked at the switch pre-sets, the scope switches weren't lighting up. The issue was resolved by cleaning the gold contacts with an alcohol prep wipe.

Event description:
The user facility reported that there were image loss issues. The scope was not getting an image, only the color bars. There was no patient involvement. No additional information was provided.